Manufacturer narrative:
(B)(4). Indication for use, coronary device used in the peripheral vessel unique device identifier (UDI #): (B)(4). The stent remains in the vessel. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion, as listed in the graftmaster coronary stent graft system, instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Additionally, the IFU states: the graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. The other graftmaster referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that on (B)(6) 2015, a free perforation/dissection with a subintimal flap in a diminutive vessel of the superficial femoral artery (sfa) occurred with the use of a non-abbott device and was treated using two graftmaster stents. Reportedly, there was good flow post stenting procedure. When the patient returned about 1 week later to check the ankle brachial index (abis), it was noted the sfa now appeared to be completely occluded. A color flow doppler was done, confirming the occlusion. The patient will be reviewed in about 3 weeks as follow up. No additional information was provided.